Manufacturer narrative:
It was reported that the end of stent could not be extended when placing the stent sticking out of papilla and because the sufficient distance from papilla to scope could not be kept, the stent was partially deployed in the scope. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. However, it is hard to analyze the exact cause since stent was not returned and to reconstruct the situation at the time of procedure. However, based on the description, which was written that "because the sufficient distance from papilla to scope could not be kept, the stent was partially deployed in the scope", when deployed, it seems that part of the stent was stuck inside the scope, resulted in failing to expand. It considered that the proximal part of the stent that had been stuck in scope did not expand properly, therefore, the stent expansion fail has occurred. It is stated on user manual as follows. 10. Procedure, 5) after stent deployment c) balloon dilatation inside the stent can be performed on demand. 11. Perform routine post implant procedures, a) a stent may require up to 1 to 3 days to expand fully. It is assumed that the customer complaint has occurred due to procedural problems, and this suspected device is not registered in the us, but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
It was reported that the end of stent could not be extended when placing the stent sticking out of papilla. Because the sufficient distance from papilla to scope could not be kept, the stent was partially deployed in the scope and the scope was removed after the deployment. The stent was extended by balloon dilation.